Event description:
I had hernia repair surgery, and after that I was continually sick disabled, I hardly can walk with "wheel cane". My hernia continues having in my inguinal left side- very "dangerous" preparation for surgery - and diagnosis of surgery 01/04. Hernia repair surgery 01/15/04. After surgery, I did not receive any help. However ------, I have surgery at the hospital.